Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in patient¿s abdomen during laparoscopic procedure, the bag partially detached from the ring. Another device was used to complete the case. There was no patient injury.